Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant the patient presented due to an audible alert from their implantable cardioverter defibrillator (ICD). An interrogation revealed an alert for high and undefined pacing impedance, increased / high thresholds and decreased right ventricular (rv) sensing. Noise was seen with pocket manipulation. The right ventricular (rv) lead tested fine through the analyzer and the physician determined the ICD to be the problem. The right ventricular (rv) lead remains in use and the ICD has been extracted and replaced. No patient complications have been reported as a result of this event.